Event description:
This device was removed due to noise. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. A stylet could not be advanced in the lumen of the lead fragment due to the coagulated blood inside, which was introduced most likely during the explantation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.